Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: connection abnormality occurred due to defect of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a diagnostic gastroscopy. Procedure completed with the same device and the issue was found after completion.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a defective scope socket causing the no image and there was an output connector failure. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source had no image. The issue had no procedure involved. There were no reports of patient harm.